Event description:
Clinical report states that patient was revised to address femoral loosening.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According the medical records, following revision, the patient's femoral prosthesis appeared to be in slight varus. At this a femoral sleeve is being added to the complaint and reported, and the unknown femoral stem is being updated to an unknown srom stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The left total hip arthroplasty was performed (B)(6) 2006, but the first radiograph provided was dated (B)(6) 2010. The acetabular cup appears to be appropriately positioned in the shallow acetabulum and is secured with two superior dome screws. A section of a blade plate from a previous surgery is seen embedded in the lateral cortex at the inferior portion of the greater trochanter. The femoral stem is in varus. Another ap radiograph dated (B)(6) 2014 reveals lucency around the acetabular screws. There is a pedestal of bone at the distal tip of the stem. There is hypertrophy of the lateral cortex at the varus tip of the femoral stem. There also appears to be lucency at the lateral aspect of the femoral sleeve, all of which are suggestive of loosening. The femoral stem was malpositioned at the primary surgery. Correct component placement is critical for the longevity of the hip reconstruction. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.